Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation of hepatocellular carcinoma with echo from the right intercostal space, the device was used without issue for 9 minutes but when needle was in contact with the portal vein, the needle was inserted deeper into the part but there would be no cooling effect but resolved when the tip position was changed. The one target ablation was started again, and after 5 breaks in 24 minutes, the temperature was measured at 70 degrees, so the ablation ended since per protocol it needed to be terminated when temperature exceeded 60 degrees. When the return electrode was peeled off, burn injury/ redness was found on the entire return electrode. Ice cooling was performed, and the redness disappeared the next day.